Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg value not provided). Customer required assistance from another person to treat low bg. Customer did not go to the emergency room/hospital. Although requested, no additional information was provided.